Event description:
Information received that was inadvertently left off of the initial mw identify though the reported phenomenon was found during preparation for use, the therapeutic transurethral resection of the prostate (turp) procedure was completed successfully, with no delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 of the initial mw. The manufacturing date should be jan 11, 2011. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the no image displayed was due to a charge coupled device (ccd) failure. The cause of the ccd failure could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found bulging on the cable due to twisted internal wire. The blank screen was due to faulty charged-couple device. Water pressure leak test failed during water tightness check. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that there were image issues ranging from lines across the screen to no image at all on the hd autoclavable camera head. The issue was found during preparation for use. It was reported that there was no patient harm.